Event description:
Patient reported via regulatory agency left side rupture, "hard spot", "bubbles", and "pain." Device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5096303. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast implant rupture, the left one had a hard spot and bubbles and has caused pain ever since."

Event description:
Patient reported via regulatory agency left side "rupture, hard spot, bubbles and pain." Device remains implanted.